Event description:
Pt had a cardiac catheterization showing a bifurcation stenosis involving the left anterior descending -lad- artery and diagonal artery. The lad appeared calcified and this artery had rotablation atherectomy followed by the deployment of two overlapping taxus stents -3.0mm x 24mm and 3.5 x 28mm taxus stents-. The diagonal artery was treated with balloon angioplasty only but developed a small dissection. A third taxus stent -2.5mm x 12mm- was deployed through the lad stent into the diagonal artery with a good angiographic result. "Eptafibitide" was used in this procedure. Two days later the pt developed chest pain while in the ccu. Angiography showed a thrombus in the lad stent at the overlap of the two taxus stents. Intravascular ultrasound showed that the stents were apposed to the artery wall, but they were probably underexpanded due in part to the calcified artery -minimum lumen diameter 2.25 to 2.5mm-. The stents were dilated to high pressure using a 3.5mm balloon in the lad and 2.5mm balloon in the diagonal artery using a kissing balloon technique. Angiographic hazyness persisted at the overlap of the lad stents and a new 3.5 x 12mm driver stent was deployed at this site and further kissing balloon inflations made with good angiographic result.